Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact support again if the issue reappears.